Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had degradation of the micturition status (with urgencies) since (B)(6) 2016. The device was reprogrammed on (B)(4) 2016 and the event resolved on (B)(4) 2016. Medical history included idiopathic functional urinary incontinence since 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was assessed as not serious, not related to the procedure, and related to the stimulation.